Event description:
During a review of the instrument in 2008, the sales representative noted that the lip on the closure top was stripped at the bottom. There was no reported patient involvement. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
There was no patient involvement. Product was not implanted in a patient. Evaluation is pending upon completed investigation of the product.